Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) pump since its post-surgery activation. Troubleshooting was attempted but the physician determined the device had inflation issues. During the final consultation, a replacement procedure was scheduled for (B)(6) 2021. The patient was stable after these appointments.